Event description:
It was reported that balloon rupture occurred. The heavily diseased target lesion was located in the distal superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation post-laser. However, during the procedure, the balloon ruptured. The procedure was completed with another smaller balloon. There were no patient complications reported.